Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of motion sensor test failure alarm from the insulin pump. The customer's blood glucose reading was 256 mg/dl. The customer thought she was high due to medication she was taking. The customer mentioned that she changed her infusion set and was not able to get to anything. The customer was assisted with displacement test and it failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm and alarms due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.